Manufacturer narrative:
Follow-up #1: date of submission 12/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2016 with the following findings: a review of the pump black box showed multiple consecutive cs054, cs052 and cs012 alarms. A cs054 alarm may cause the display to be blank for several seconds. During investigation, the display was found to be functioning properly; the screen was clear and legible. The pump cover was removed and no damage was found to the display screen; the display flex was fully seated in the connector with the latch closed. The complaint of a blank display was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was blank. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.